Event description:
Healthcare professional called to report right side rupture confirmed via MRI. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. Additional, changed, and/or corrected data: d1, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional called to report right side rupture confirmed via MRI. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Clarification to d6a - implant date: 2009 (year only received.)